Event description:
It was reported while using plate columbia ag 5% sb 90mm 20 that the media had biological contamination which led to false results. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(4). H.6. Investigation summary: event description: the customer reported contaminated plates after opening the package and during use. Complaint history review: complaint history was reviewed for a period of 12 months, and similar complaints were identified for this catalog number; however, a trend was not identified. Batch history record (bhr) review: the batch history record was reviewed, and no discrepancy was detected. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided, however, pictures illustrating the contamination were shared. Evaluation results: based on the investigation, no deviation could be detected in our validated manufacturing process. A deviation could neither be detected during the review of the retain samples nor during the review of the batch history record. This product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the above-mentioned evaluation and the sample pictures, the complaint can be confirmed for contamination. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.